Manufacturer narrative:
All of the buttons functioned properly during testing. However, corroded keypad traces were noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer stated that the insulin pump is worn in the pocket. Customer's blood glucose reading at the time of the call was 6 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.